Event description:
It was reported that there was no power going to the remote monitor though the power cord was plugged into the outlet, other outlets were also tried. A new power cord was sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.